Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a battery compartment crack was observed. Investigation revealed the display screen was discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a discolored display and battery compartment crack. This report is made based on results of the investigation performed on (B)(4) 2015.